Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement. The patient was reported to be in healthy/good condition. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no mention of any ion system or instrument and accessories issues. A system log review could not be performed because a specific event date was not provided. This event is being reported due to the following conclusion: it was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement. Estimated event date - endoluminal sales representative notified on 01-mar-2023 that the event occurred approximately 2 weeks prior.